Event description:
It was reported that during a surgical procedure at the user facility, the device was oscillating when the reverse trigger was pulled. The procedure was completed successfully and safely. No clinically significant delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device was oscillating when the reverse trigger was pulled. The procedure was completed successfully and safely. No clinically significant delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, a failure of the e-box was found, which was determined as a probable cause of operation in an unintended mode as reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.